Event description:
It was reported that the patient presented to the emergency room with heart rate in the twenty's. The lead thresholds had risen and the lead had been exhibiting a loss of capture. A chest x-ray indicated that the lead had moved. Per the physician, the thresholds were higher than at implant but still acceptable so no intervention was done at this time and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.